Manufacturer narrative:
The device was received for evaluation and was visually inspected and found in normal condition. The device was found with the date and time mismatched, the device date (B)(6)2006 corresponds to the date (B)(6)2021 approximately event date. Event history download was performed from the device and found a loading dose programming restart by channel a, drug concentration of 120mg diluted in 36 ml with a flow rate of 1.5 ml /hr, volume to infuse of 34.7 ml, duration 23 hours and 12 minutes, dose 5 mg/hr. Due to the maximum number of accumulated events (maximum capacity: 320 events in plum a+ non wireless technology) the initial programming was not recorded; for this reason it is not possible to determine the volume to be infused that was initially programmed. The reinitiated infusion has a duration of 23 hours and 12 minutes. Dose found in this infusion 5 mg/hr. The device infused 12 hours and 15 minutes, then was turned off by the user before completion of the infusion. The volume to be delivered was 16.5 ml . The delivery was 18.2 ml of the 34.7ml programmed in this restart infusion. The volume to infuse and the total programmed time of this initial infusion cannot be known because the initial infusion was not recorded in the events and the time duration changes automatically according to the volume pending infusion. The volume infused (vi) may be a summation of volumes from previous programmed infusions, therefore this value is not confirmed. Dose found in this infusion by dose calculation 5 mg/hr. Order of infusion dose reported by the client with furosemide was 5 mg/hr. This schedule was prior to the 9:30 am change commented by the client. This infusion was not completed because the device was manually turned off by the user. 39 minutes later the device is turned on to initiate a programming through channel a with a flow rate of 2 ml/hr, volume to infuse of 38 ml, duration 19 hours. This infusion is related to the client's 9:30 am infusion of 38 ml of nss plus, six ampules of furosemide at 2 ml/hr. This infusion was not by loading dose, only time, volume and flow programming. Of the 19 hours that were programmed for this infusion, the device worked 7 hours and 36 minutes from 11:07 to 18:43 (pump time). The user turned off the device at 18:43 and infused no more. The volume infused was 12 ml in the 6 hours it lasted, infusing at 2 ml/hr. This infusion was interrupted on several occasions. The sum of the times when the infusion was stopped due to alarms, turn off, manual stop and a total of 1 hour and 33 minutes the device actually infused for 6 hours. Although the dates and times of the events do not agree with the local date and time, it could be determined with the reported values of the furosemide dose with loading dose programming of 5 mg/hr, this was the one that the user modified at 9:35 am with a new programming of 38 ml at 2 ml/hr with duration of 19 hours, but not 25 hours as the client comments. This programming was not done with loading doses. The client reports that the infusion should have lasted 25 hours and not 7 hours and 30 minutes. The last infusion found in the device worked 7 hours and 33 minutes delivering 12 ml. The client comments that the device showed no alarms however the alarms of n251 'cassette test error' were encountered. These alarms are corrected with retropurge. It is likely that during the retropurge medication was lost, if it was performed without secondary set. For this reason, the bag was emptied ahead of schedule, although there is no evidence to confirm this or report of fluid outside the bag. This infusion was not completed because the user for some reason stopped it and turned it off. There is no evidence whether the volume of medication in the bag was sufficient for this last infusion. Customer protocol tests. A simulation is performed for the event infusion with the time of 25 hours and flow rate 2 ml/hr. The device was programmed on channel a to deliver a volume of 50 ml in 25 hours, at a flow rate of 2 ml/hr, resulting in 50.2ml delivered in 25 hours 3 minutes. 50 ml *5% = (+/- 2.5 ml) with a tolerance of +/- 5%, the delivery value was found to be within the allowable range. The margin of error of delivery was + 0.2. According to the customer's experience, the device generated an over-delivery. But the customer's protocol tests determined that the device worked 25 hours 3 minutes without interruption and the infusion was completed without over delivery or value alterations. Delivering as programmed. Keypad testing was performed to verify that it did not auto program. Every key works correctly, the test passed correctly.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
The event involved a plum a+ pump with a reported possible over delivery. The customer reported that there was a patient with an order of infusion of furosemide at 5mg per hour; at 9:30 in the morning, the infusion was changed to 38cc of nss plus six ampoules of furosemide at 2cc / h. Around 5:00 in the afternoon, the nursing staff assistant reported that the infusion was completed; when verifying the mixture, it was evidenced that the bag was empty. The dripping in the infusion pump was verified, which showed a drip at 2cc / h; and it showed a pending volume to be administered of 26cc. When inquiring the service, the staff reported that they have not made any changes to the patient's pump and that they have not entered the room. The shift manager was informed; the pump was removed from service and the infusion was suspended. A medication assessment and adjustment was performed, furosemide 20 mg/ 2ml normal saline solution, iny 20.00 milligram (s) every 4.00 hour (s), intravenous. The infusion was supposed to run for 25 hours, and finished in 7.5 hours. The pump did not show any alarms. There was no harm to the patient, only increased diuresis 800cc.